Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported downstream occlusion issues. The evaluation found false downstream occlusion alarms due to high downstream sensor current readings. The unit was reworked/recalibrated to correct this condition.

Event description:
It was reported that a spectrum infusion pump had downstream occlusion issues. It was also reported that there was no patient involvement.